Event description:
The product was received at gynecare and an initial evaluation found the tip of the electrode broken off. Further investigation and discussions with the physicians and co representative found that this was the second electrode used during the procedure. The first electrode was used as a probing tool and was received at gynecare bent. During a myomectomy an approximate 2mm tip of the second electrode had broken off. Attempts to retrieve the tip with graspers were unsuccessful and the tip was no longer visible so it was thought that the distension fluid might have flushed it out. During a post opeative visit approximately 2+ weeks after the surgery an ultrasound revealed a 2mm object in the pt's uterus. The pt was found to be doing well and not exhibiting any evidence of infection. The physician made a decision to wait for the pt's menstrual cycle to see if the object will pass. The physician plans to perform a hysterescopy if the pt does not pass the electrode tip.